Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that while replacing the wash fluid 8 on the atellica im 1300 analyzer, the operator pulled the drawer out too far and it hit the floor. The wash solution popped up and splashed onto the coworker face and left eye. The operator was wearing personal protective equipment (ppe) except the goggles at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the broken bulk fluid slide drawers which resolved the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that while replacing the wash fluid 8 on the atellica im 1300 analyzer, the operator pulled the drawer out too far and it hit the floor. The wash solution popped up and splashed onto the coworker face and left eye. The operator was wearing personal protective equipment (ppe) except the goggles. After the operator was splashed, he went to the eye wash station and rinsed his eyes. No further medical intervention was required. There are no known reports of adverse health consequences due to the incident.